Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead dislodged. The lead was explanted. Additional information from the field indicated that the dislodgement was confirmed through fluoroscopy. No additional adverse patient effects were reported.